Event description:
It was reported that prior to implant, when the right ventricular (rv) lead helix was exercised the helix was getting stuck inside the lead and then suddenly came out rapidly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned an analysis found no anomalies. (B)(4).